Event description:
A report was received that states that the hme could not be removed from the 15mm connector of the in situ trach. The trach was removed and replaced. The patient recovered with no incident related medical sequelae.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.